Manufacturer narrative:
Pump passed the displacement test. Pump received with broken reservoir tube lip. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the reservoir did lock in place into the insulin pump. The customer¿s blood glucose level was unknown at the time of incident. The customer also stated that the reservoir ring was damaged at the battery tube lip. Troubleshooting was performed for damage. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.